Manufacturer narrative:
The device was returned to the failure analysis center at physio-control and evaluated. The reported issue was confirmed and it was observed that the on/off button had corrosion between the dome and the contacts, which led to the difficult activation of the on/off button.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The device has been sent to physio-control for further evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that the device from one of their customers had the service wrench icon illuminated in the readiness display. During device evaluation, the third-party service agent observed that the device would not always respond to the on/off button being pressed and would intermittently not power on. There was no patient use associated with the reported event.